Event description:
The manufacturer received information alleging a malfunction of the ventilator's pressure sensor . The device was not in patient use. The device's system board needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a malfunction of the ventilator's pressure sensor . The device was not in patient use. The device's machine flow sensor was replaced. There was evidence of contamination.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of the ventilator's pressure sensor. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination.